Event description:
The case was a robotic laparoscopic hysterectomy bilateral salpingectomy. When the obturator was put through trocar, dr. [Redacted] saw that a small portion of the seal had broken off into the patient.